Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pump stopped and the patient was placed on pneumatic support using an ip console and stroke volume limiter (svl). Waveforms sent to the manufacturer for this patient confirmed end of life for the pump. No decision has been made on how to proceed with this patient due to the patient being diagnosed with terminal cancer.

Manufacturer narrative:
The patient remains on pneumatic support. An attempt is being made by the hospital to move the patient towards recovery and explanting the pump. No further information is available at this time.